Event description:
Boston scientific received information from the patient that the communicator has no power and that the power supply was hot to the touch. No adverse patient effects were reported. The communicator was replaced.

Manufacturer narrative:
Laboratory analysis confirmed observation. Upon receipt at our post market quality assurance laboratory, a visual observation noted that the power supply case was melted. The power supply did not get hot during analysis testing.